Event description:
I had the essure put in back on (B)(6) 2013 and have had very heavy bleeding and painful intercourse also have had severe pain while on my periods. I have had a lot of teeth starting to get rotted more also have had bad cases of acne on my face and body worse than it was before having the essure placed in may body. I am in the process of having it removed at this time, also have had big blood clots while on my periods which is not normal at all. Please remove this product. It is not safe for anyone. Essure currently in my body and I am working on having it surgically removed.